Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope during a tachycardia episode. It was questioned why the device was not pacing while the device was charging for shock delivery. Boston scientific technical services (ts) discussed that the device does not pace during a charge. Anti-tachycardia pacing (atp) was delivered, but did not convert the patient's rhythm. The rhythm then dropped out, and the charge was diverted. Ts discussed this was normal device operation. No additional adverse patient effects were reported.